Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. The default pip high alarm limit of 60 cm h2o can be overridden however if the pip limits are set too high, it can cause excessive airway pressure, risking barotrauma or volutrauma to the lungs, therefore the zoll ventilator operators guide (9650-002363-01 rev e page 4-36) states high pressure limit setting pop up message triggers when the user attempts to set the pip > 60 cm h2o (hpa). To do this, the user must press the accept button and then continue to set a pip > 60 cm h2o (hpa) followed by accept again to confirm the setting change. Confirmation required on each power up cycle. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.